Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 315-505 mg/dl; cause was due to the customer loading cold insulin into the cartridge. Reportedly, the customer administered a manual injection and delivered a correction bolus via pump to address bg level. Reportedly, the customer performed a supply change to resolve the issue.